Event description:
It was reported that the pressurewire x, wireless device calibrated and equalized successfully. The device was to be used in the right coronary artery (rca). It was noted that a <6fr sheath was used. However, the device failed to cross. Also, upon withdrawal, the texture was rough and there was a possible coating delamination. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions contributed to the failure to advance and while navigating against resistance, damage to the pressurewire coating occurred due to interaction with the moderately calcified lesion and/or associated devices. There was no damage to the wire noted during the prior to use inspection, suggesting that the damage was not pre-existing. The pressurewire instructions for use (IFU) directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. It could not be determined if using a smaller sized guiding catheter caused or contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017 captures less than 6 fr guide catheter used.